Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, threads were noted to be peeling off the balloon catheter shaft upon removal from the patient. Reportedly no patient injury was associated with this event.